Event description:
Pt implanted with a dynamic rod at l4-l5 has increased pain; dynamic rod broke. Rigid stabilization at l5-s1. Surgeon has no plans to explant the device.

Manufacturer narrative:
Info was not provided during initial report. Add'l info was requested, however, returned document did not include this info. Device was not explanted. Device history record has been requested, and will provide MFR date. Device was not returned, x-rays and complaint history were reviewed by pd; radiographic review was inconclusive. The failure mode is consistent with similar cases involving a traumatic event, contra-indications at time of surgery, or intraoperative correction of spinal curvature. It is unk if these conditions occurred in this case. A recall has been initiated on these devices for an unrelated issue.